Event description:
An ophthalmic surgeon reported that the needle came off from the hub of the vitrectomy probe before surgery. There was no pt involved and there was no harm to any staff member.

Manufacturer narrative:
The customer returned two 25+ ultravit probes for loose needle. Sample a was visually inspected and found to be nonconforming because the needle was loose. Sample a was functionally tested and found to be nonconforming for the actuation test; the needle moved during actuation. Sample b was visually inspected and found to be conforming. Sample b was functionally tested and was found to be conforming for the actuation test. Sample a was disassembled and the components inspected. The needle was detached from the stiffener. The inner cutter exhibited significant wear on the cutting edge which is an indication that the probe has been used. No abnormalities that could have contributed to this event were found during the device history record review. The associated lots (4) were released based on the MFR's acceptance criteria. The root cause of the reported event is bond failure / detached needle. The needle became detached from the sleeve stiffener. An internal investigation has been opened to address this issue. (B)(4).